Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
"It was reported clinician recalled an event from 6-7 months ago where a channel error happened on a levophed infusion. The clinician quickly attached the channel back to the alaris system because they could not swap the device out at the time. No additional meds were given for the blood pressure. There was patient involvement however no patient harm. The clinician requested a product enhancement request, asking to be able to restore medications when they add the channel back to the system. "